Manufacturer narrative:
The reported events of failure to capture, under-sensing and noise were not confirmed. A complete lead was returned in one piece with all four tines found to be intact and undamaged. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Manufacturer narrative:
Correction: section b5. The correct describe event or problem should have been: "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an out-of-range pacing threshold, which resulted in loss of capture; p-wave amplitude variation, which resulted in undersensing; and noise at various implant positions. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition." Rather than "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an out-of-range pacing threshold, which resulted in loss of capture; p-wave amplitude variation, which resulted in undersensing; and noise at various implant positions".

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an out-of-range pacing threshold, which resulted in loss of capture; p-wave amplitude variation, which resulted in undersensing; and noise at various implant positions. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an out-of-range pacing threshold, which resulted in loss of capture; p-wave amplitude variation, which resulted in under-sensing; and noise at various implant positions.